Manufacturer narrative:
(B)(4). This MDR was initiated as part of a retrospective assessment of complaints/events in the us. As part of this assessment, pentax medical evaluated all us events/complaints received for currently marketed bronchoscopes, colonoscopes, and gastroscopes. The results of this retrospective assessment prompted pentax medical to file this report. (Exemption number e2015036).

Event description:
Pentax medical received information involving pentax models ec-3490li in which a nurse was wiping down scope after procedure and the light was on. Nurse was wearing purple nitrile glove and when she placed her gloved thumb on illumination lens, she felt pain. When she looked at her thumb she saw a blister. She reported a brown spot on the glove's thumb area. The device involved in the event was not forwarded to pentax for evaluation. Pentax did a simulated test using a same model processor, scope and gloves and were able to duplicate the issue. As per IFU warning, "if the intense light is emitted for a long time, the distal end of the endoscope may become hot. To avoid burn injuries, do not touch the distal end of the endoscope. In addition, pentax notified the user to turn off the illumination when not in use and when possible turn off while the endoscope is being wiped down. A device history review was not performed on ec-3490li due to the user not providing pentax with a serial number. As stated in the complaint file (closed 06/jan/2012), based on risk assessment the severity of harm is very minor blister and very detectable heat rise and temporary discomfort. The probability of occurrence is remote since the scope light is usually turned off during cleaning. This issue only occurs if the light is on and a nitrile glove is against the illuminated lens. No further information has been received for this event, therefore pentax medical considers this medwatch report closed.